Event description:
Per the information provided to co by the physician's office, through co's international representative, the device was removed due to "infection and persistant pain", secondary to "function of the valve was not good and some leakage of fluids from the cylinder(s)". As reported to co, the entire device was removed and not replaced.